Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es needed manual recovery. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had apparently been unable to communicate with the server for an extended period and had required manual recovery. A technical support specialist initiated manual recovery. The station data synchronization upload was completed, with no variation observed in change tracking. The synchronization chunking size was updated from 1001 to 1000, and the station was restored to carefusion application mode. The tss contacted the pharmacist to inform them of the update. It was confirmed that data in the es report was now visible, and the station was successfully communicating with the server. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.